Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Both devices were returned and inspected visually with all of the pieces being returned. The top tasp had the medial condyle fractured off from the rest of the construct while the bottom tasp was fractured obliquely proximally and anteriorly to the central post. The bottom tasp was inspected dimensionally as well and was found to be conforming to print specifications where measured. The devices are used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The device was manufactured before the design modification and was part of the re-design scope. After additional follow-up with the reporter, it was discovered that devices were struck with a mallet while attempting to trial them into the patient, which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique ¿gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand.¿ therefore, misuse is considered the root cause.